Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the g5 mobile app display screen was frozen. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the g5 mobile app display screen frozen could not be determined. A root cause could not be determined.

Manufacturer narrative:
Com (B)(4)

Event description:
The patient was able to navigate the g5 mobile application aside from the known frozen screen.